Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
It was reported in a user facility report that this pacemaker appeared to exhibit premature battery depletion. The estimated remaining longevity at the device follow up in (B)(6) 2022 was seven months; however, the remaining longevity the previous year was 7.5 years. In (B)(6) 2022 the device had declared elective replacement indicator (eri) battery status and the device was explanted and replaced with a competitor's product the following month. No additional adverse patient effects were reported. The explanted device was retained by the hospital. The device serial number was not provided in the user report. A request was made for the local sales representative to obtain the missing information.

Manufacturer narrative:
This report will be updated if additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported in a user facility report that this pacemaker appeared to exhibit premature battery depletion. The estimated remaining longevity at the device follow up in (B)(6) 2022 was seven months; however, the remaining longevity the previous year was 7.5 years. In (B)(6) 2022 the device had declared elective replacement indicator (eri) battery status and the device was explanted and replaced with a competitor's product. No additional adverse patient effects were reported. The explanted device was retained by the hospital. The device serial number was not provided in the user report. A request was made for the local sales representative to obtain the missing information. The local sales representative provided the correct model/serial numbers for the device and confirmed the explanted device was going to be returned for analysis. The device was received and analyzed.

Manufacturer narrative:
This report will be updated if additional information is received.the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported in a user facility report that this pacemaker appeared to exhibit premature battery depletion. The estimated remaining longevity at the device follow up in may 2022 was seven months; however, the remaining longevity the previous year was 7.5 years. In june 2022 the device had declared elective replacement indicator (eri) battery status and the device was explanted and replaced with a competitor's product. No additional adverse patient effects were reported. The explanted device was retained by the hospital. The device serial number was not provided in the user report. A request was made for the local sales representative to obtain the missing information. The local sales representative provided the correct model/serial numbers for the device and confirmed the explanted device was going to be returned for analysis.